Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the valve is alarming and shutting down. Additional malfunction is the pe valve shuts down.